Manufacturer narrative:
Screw used as iliac bolt. Location and angle of bolt and rod connection caused high stresses. Growth and movement of the child with these prior factors led to the screw to come free of the head body. The screw used in surgery was a closed head screw 7.2mm dia. 70mm long. This type of screw, at that diameter and length, clearly indicates that it was used at the end of the construct and most likely in the iliac crest as an iliac bolt. That location of the screw is under the highest stresses as it is the end of the construct. Upon further investigation of the screw, it is clear how the rod was seated, and that the seating angle was very extreme (at or past the manufactured full polyaxial angle). Further, the design of the head of the screw is not a sphere, but rather two spheres that are placed over one another. This creates a line around the middle of the head of the screw where the headbody can seat and only be contacting the screw at two points instead of contacting the whole spherical surface of the screw with the correlating surface of the headbody. The angle of the headbody in conjunction with the rod placement indicates that the screw was taking all the stress on those two points of the headbody. The extreme stresses combined with the growth of the child caused the headbody and screw to slightly deform, enough to free the headbody clean off the screw.

Event description:
A closed head screw popped off the top of the screw and thus required a revision surgery. The surgery was on a (B)(6) girl and the screw was likely placed in the iliac as the last screw in the construct. This incident occurred after surgery and required a revision surgery later to replace the screw.